Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets cannula dislodged events on (B)(6) 2025 from body. Events were occurred after 3 or more hours of insertion. Infusion sets were used for 24 hours. The insertion site was the abdomen. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.